Event description:
The customer was hospitalized for high blood glucose. It was stated that the custoner ahd a breast infection and her bgs elevated. Troubleshooting was performed. The progamming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer also stated that she will call back to perform the high-pressure test as she was not feeling well.